Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that only the dissector balloon was received. The dissector balloon appeared to be intact, but the valve seal was disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one side of the balloon broke. Used another product and it worked. There was no patient injury.